Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown head. Foreign- (b)(46). Journal article: carlo trevisan, stefano piscitello, raymond klumpp and tonino mascitti (2018) long-term results of the m2 a-38-mm metalon- metal articulation. Journal of orthopaedics and traumatology (2018) 19:21, https://doi.org/10.1186/s10195-018-0514-y. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted. Device not returned for evaluation.

Event description:
It was reported in a journal article that thirty-nine (39) implants were noted to have radiolucency, osteolysis or both noted around the stem or cup. There were two (2) radiolucencies identified at the cup. No additional information is available at this time.